Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va087kx, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and the device was not doing what it was supposed to do. It was noted that the patient had been using her catheter more than before and this had been going on for at least three months. The reporter stated that therapy helped at first but the patient needed an adjustment. It was reported that the patient saw her urologist and was told to call the manufacturer. It was noted that the patient fell two months ago. It was reported that the low patient programmer battery message was seen on the patient programmer and was cleared. The patient's stimulation was on and was set on program 2 at 4.0. It was noted that the patient felt a little stimulation. The patient increased stimulation up to 4.4. Additional information received noted that the cause of the event was unknown. Signs and symptoms included continued urinary retention. Hospitalization was not required. Patient outcome was noted as no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.